Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed complaint of backup operation. The cause of backup operation was due to multiple power-on-resets that occurred. No further anomalies were found. The reported field event of device reset was confirmed. A review of the device image showed the reset was due to multiple pors (power-on resets) that occurred, with the latest having occurred on (B)(6) 2012. The cause of the por could not be determined nor could it be replicated. The cause of the por remains undetermined. (B)(6).

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator exhibited backup operation. The device was not implanted.